Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a farapulse procedure to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. The faradrive sheath was opened on the table. No visible damage to the box noted. The faradrive sheath was prepped without issue. The faradrive sheath was inserted into the patient and hooked up to a flush line. At this point, air was noted immediately in the shaft of the device. The flush line was then disconnected. Inspection for air in the flush line occurred, but no air was found in the flush line. The flush line was flushed again without air noted. The flush line was then hooked up to the faradrive sheath and air was noted immediately again. A new faradrive sheath was opened to complete the procedure. No patient complications were reported.